Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with more than one programmer prior to an implant procedure. The device was never used or implanted and remained in the box. There was no patient involved.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was returned in the original sterile packaging and had no telemetry function. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. The battery voltage was noted to be depleted. Detailed analysis of the device hybrid was undertaken. The hybrid was tested in many different conditions, at many different temperatures and a high current drain was not observed. Analysis confirmed the inability to interrogate this device; however, the root cause could not be identified.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.